Event description:
On july 2nd, 2020, the user contacted dario to report elevated blood glucose (bg) readings. Due to these elevated readings, the user increased his usual dosage of 1 tablet of glyburide per day to 1.5 tablets per day. After this change in medication, the user's bg readings remained elevated. When the user's bg readings increased to 180 mg/dl, the user decided to open a new cartridge of strips and received a bg reading level of 118 mg/dl. Following the above, the user changed back his medication to 1 tablet of glyburide per day. While on the call with dario's representative, it was determined that the user stores his strips in the bathroom. Dario's user guide states in the section regarding "causes of unexpected results", that the storage of strips in places with high humidity, such as the bathroom can cause unexpected results. Dario's representative sent the user control solution and instructed the user to test both the current cartridge of strips that he is using and a new cartridge from the same lot number as originally tested. The user tested both cartridges of strips and received acceptable readings within range. Dario's representative reminded and explained to the user regarding proper storage of the strip's cartridge. The user realized that it was his error. Therefore, it can be determined that there was misuse of strips (off-label use). This complaint is not confirmed.